Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MFR# 6000093-2007-01110. It was reported that 1653 days after a coronary stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion treated in the index procedure was located in the proximal left anterior descending artery (prox lad) with 80% stenosis, a length of 11mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0x16mm express2 bare metal stent. The lesion was post-dilated with 0% residual stenosis. The patient was discharged the next day on aspirin and plavix. At 1650 days post index procedure, the patient underwent a cardiolite study which showed "anterior and apical ischemia suggesting disease,"and was referred for cardiac catheterization. The patient had been experiencing intermittent angina and increasing palpitations. At 1653 days post index procedure, the patient underwent cardiac catheterization which revealed: stent in the proximal lad without restenosis; a commercial taxus express2 2.5x12mm drug eluting stent in the mid lad implanted 1111 days post index procedure has 99% in-stent restenosis at the distal edge. Initially in the intervention of the mid lad, a non bsc balloon was used but there was "significant indentation despite high atmosphere inflation." A non bsc balloon was then used and "again significant indentation." An attempt was made to pass a taxus 2.5x24mm stent without success. A flextome 2.25x10mm cutting balloon was then attempted, but could not cross. Finally, a monorail balloon was used. The lesion finally stretched and the taxus 2.5x24mm stent was placed and post-dilated with 0% residual stenosis. The physician noted the serious adverse event was definitely related to the device. The event was resolved the next day.